Event description:
It was reported that the patient underwent a plif at l4/5 using mini-invasive posterior fixation. It was reported that a set screw could not be broken off at left side l4 after l5 set screw was broken off. The surgeon took away the assembly and installed the set screw use a rod pusher and rod reducer, and the set screw was broken off. After that, the surgeon attempted to perform the same procedure on the right side, the screw extenders would not release the sleeves. The instrument could not be used intraoperatively, the procedure was changed to open procedure at right side.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.